Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis event is unknown. Treatment for the event was not reported. The patient was not recovered from this peritonitis event. Action taken with dianeal and extraneal therapies was not reported. Additional information is not available.